Event description:
Medtronic (covidien) received information from the literature that procedure-related complications occurred in 2 patients (1 ischemic event and 1 distal hemorrhage) in the pipeline embolization device (ped) group and retreatment was necessary in 4 patients in the ped group. None of the 4 patients in the ped group had a recurrence. In fact, aneurysm size decreased to some extent in 3 of the 4 ped patients but the decision was made to place additional devices to accelerate and increase the likelihood of further aneurysm thrombosis. The authors studied forty consecutive patients with unruptured, previously untreated, small ({10 mm) aneurysms treated with ped (2011-2013) at their institution were identified from a prospectively maintained database. Mean patient age was (B)(6).1-177;13.7 years. The proportion of female patients was 85%. Citation: chalouhi n, starke rm, yang s, et al. Extending the indications of flow diversion to small, unruptured, saccular aneurysms of the anterior circulation.stroke. 2014 jan;45(1):54-8. Doi: 10.1161/strokeaha.113.003038.

Manufacturer narrative:
Article website: http://stroke.ahajournals.org/content/45/1/54.full.pdf. Off label use: in this study, pipeline embolization devices (peds)were used to treat small (<10 mm) aneurysms. Per pipeline IFU: the pipeline embolization device (ped) is indicated for the endovascular treatment of adults (22 years of age or older) with large or giant wide-necked intracranial aneurysms (ias) in the internal carotid artery from the petrous to the superior hypophyseal segments. The lot history record review was not possible since the lot numbers were not reported. The devices will not be returned for analysis as they were implanted in the patient; therefore, the event cause could not be determined. There is limited information about the device and/or the patient, therefore all serious adverse events were captured in this report. Same article as reported in MDR# 2029214-2015-00605 to report the malfunction.